Event description:
It was reported that during the procedure the lead was slipping through the injex bumpy anchor. It was noted that no lubricant was involved and the lead was dry. It was noted that the setting time for the lead to be secured was over the recommended time of fifteen seconds. It was noted that they tried twice in the procedure which was the day of the reported event date. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that ¿the issue was resolved by just waiting a little longer.¿ it was noted that the anchor did eventually pinch down on the lead and secure it. It was further noted that the patient was ¿doing just fine after surgery.¿

Manufacturer narrative:
(B)(4).